Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was loose.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative tightened the loose hardware on the x-y coupler of the communicating system. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to loose hardware on x-y coupler. However, how or when the hardware became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).